Event description:
During an ercp procedure, a dash sphincterotome was being used for initial cannulation of the billary duct. The distal end of the cutting wire broke at the bend where it inserted into the tip of the catheter while bowling the catheter tip during cannulation. The wire broke before an application of cautery was applied. When the device was returned for evaluation. It was discovered that the proximal end of the cutting wire had also broken and a segment of the wire approximately 2 cm. In length had detached and was not included in the return. The user facility was contacted for further information, which revealed the segment of wire had detached in the patient. The attending physician did not feel the wire would cause any serious risk to patient and therefore decided not to attempt retrieval. The segment of wire was left to pass.